Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) technician was unable to confirm the complaint of 'misalignment in the touch position.' The touchscreen flex circuit successfully passed all resistance tests."

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the v60 ventilator had a touchscreen issue. The se noted that there was a misalignment in the touch position. A touchscreen calibration was performed; however, the issue was not resolved. The se replaced the touchscreen to resolve the issue.